Event description:
The left atrial disc of the 12mm amplatzer septal occluder (aso) became stuck during retraction into the 7f amplatzer torqvue 45 delivery system (dtv45) sheath. The patient was referred to the surgical department to remove the aso & dtv45 sheath. After removal from the patient, the dtv45 sheath was distorted and deformed. Please reference MDR# 2135147-2013-00074 for the 7f dtv45 sheath.

Manufacturer narrative:
The 12mm amplatzer septal occluder was received at sjm and decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. The occluder met dimensional specifications when measured with a calibrated caliper. The occluder was loaded into a test 7f loader, advanced through a test 7f sheath and deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.